Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (1) torque handle 2770-40-510_lot 585562-003, was returned from hospital ((B)(4)) and inspected per inspection requirements. It was found to be low out of specification. Inspection test result = 71.052 lbf.in, specification range: 72 ¿ 88 lbf.in.

Manufacturer narrative:
UDI: (B)(4). One (1) torque wrench (product code: 2770-40-510, lot number: e0408) was returned to the customer quality unit (cqu) for evaluation. Visual evaluation of the returned torque wrench showed slight witness marks on the parts of the device which are signs of usage over time and will not affect the function of the device. Torque testing was done on the torque handle. The result of the torque testing confirm that the device was within specification for all the three points of the torque and not below specification as reported. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause analysis is not needed as no product failure was found in the investigation process. The torque testing result showed that the device was within specifications for the device. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.